Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced loss of consortium, neurologic damage, inflammation, anxiety and depression.

Manufacturer narrative:
Corrections are highlighted in yellow. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced left labial mass requiring excision along with mesh excision, left sided pain, exposed suture requiring trimming and rectal bleeding.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced failed voiding trials x 2; pain in the left side; "feels like something is poking her"; "a little bit of pulling" on the left side; difficulty with her stream of flow; cannot really start the stream automatically or stop it easily, it just kind of comes; "flow is definitely different"; vaginal tightness in the proximal arms of the anterior mesh, nontender and just palpable vaginally; history of bladder/kidney infections; back ache; pain in the left labial area; poor urine control ("worse than prior to sling procedure"); a ridge-like area vaginally which causes severe pain especially with any kind of intercourse; she and her husband are not having intercourse because of the severe pain; status-post bladder sling procedure with pain with dyspareunia since that procedure; infected gland (vaginal area); left labial mass (claims this occurred shortly after surgery, tender, palpable, deep and near vessels); "if she wears jeans or sits on her motorcycle even for more than an hour that she can no longer ride due to the labial pain"; tender spot on the left labia; ever since her sling procedure, now she feels that she cannot completely empty her bladder; incomplete emptying of her bladder; she has to stand up and readjust herself with bladder emptying; when separating the labia, can see the transobturator tape; large grade 2 to grade 3 cystocele (all the way to the cervix); vaginal infection; anterior colporrhaphy mesh that we used in a previous surgery in june literally had not absorbed into the skin of the patient "an" (presumed and) literally fell out at the time of the procedure; left labial mass diagnosed as non-neoplastic fibrovascular tissue and non-neoplastic glandular elements; some discomfort after having the repair done on her left labial region; deep pulling in the left labial region (especially with sitting on a hard surface); throbbing in the left labial region (especially with sitting on a hard surface); pain with left labial mass; potential scarring or nerve damage from anterior colporrhaphy mesh and surgery; left trochanteric vulvar pain; she can only sit comfortably if she sits on donut; pelvic floor pain since bladder surgery; complaints of urinary frequency or dysuria; incontinence since bladder surgery; probably some type of nerve injury from mesh placement-(could no longer ride her motorcycle because of it and it had affected some activities of daily living-status-post laparoscopic supracervical hysterectomy and anterior repair with midurethral sling); felt like her bladder was starting to drop again; some urgency; sometimes felt like -could not urinate because of bladder pressure (happened mostly when she woke up first thing in the morning); vaginal atrophy; and some bladder droppage and vaginal apical prolapse. The patient underwent pelvic examination and trimming of suture ends "that appear to be from the anterior repair and seemed to be causing pain"; anterior colporrhaphy with mesh removal and repair of anterior colporrhaphy using 0 vicryl and multiple stitches, cystoscopy, and left labial mass/gland excision; and 1% lidocaine with epinephrine injection for left labial pain postoperatively. Associated MDR: 1018233-2011-00290.

Manufacturer narrative:
Correction: the explant date has been removed. (B)(4).

Event description:
Per additional information received, the patient has experienced grade 3 cystocele.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced pain over her left side, suture ends poking through and trimmed, pulling on left side, difficulty with urine stream, pain in left labial area, poor urine control, feeling a ridge area vaginally which caused severe pain especially with intercourse (dyspareunia), mass in left labia, scarring, incomplete bladder emptying, large cystocele, mesh removal, left labial mass and gland excision, injection of lidocaine with epinephrine into left labial region, feeling of bladder droppage, nerve injury, feeling she could not urinate due to bladder pressure, rectocele, atrophic vagina, vaginal apical prolapse, urinary frequency, hematuria, back pain, strong odor to urine, burning in urethral and vaginal area, recurrent urinary tract infections, cystitis cystica, urinary urgency and leakage, cystourethrocele, lower back ache, bilateral non-obstructing renal stones, nerve damage from mesh removal, cysts in the right kidney, left kidney stone, right lower quadrant abdominal pain, bilateral nephrolithiasis, urge incontinence, right sided costovertebral angle pain, flank pain, twinges in vaginal area with urinating, nocturia, chronic vulvar and pelvic pain, surgical intervention and multiple nonsurgical interventions. The patient alleged anxiety, depression, and loss of consortium.

Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced multiple complications including erosion, formation of scar tissue, dyspareunia, loss of proper bladder functioning, and neurologic compromise to her structures and tissues, has had to undergo multiple operations, and has sustained permanent pain and suffering.